Manufacturer narrative:
One used decontaminated device was returned for evaluation. Under visual inspection the inflation line was detached from pilot balloon confirming the customer's problem. Functional testing was not performed. The root cause was not established, the issue was escalated to a CAPA. No DHR review was performed because no lot number provided.

Event description:
It was reported that there was a "cuff line tear or disconnection." The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.